Event description:
Additional information received indicated that the patient had to be re-operated to insert the correct implants. Femoral head was revised to address the off-label size use. Surgical time was not extended.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b1 (adverse event), b2, b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h1, h6 (clinical and impact codes), h8.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr operated on patient at roughly 10:30am at (B)(6) hospital on (B)(6) 2021. The patient had a thr where an uncemented corail pinnacle construct was done. The procedure went uneventfully with the surgeon checking the patient range of motion once the implants had been implanted and being happy with the final result. It was noticed that the implant stickers indicated that at 32mm +1.5 ceramic head had been implanted with a size 48mm, 28mm poly liner. The rep notified the dr to inform himf the miss match of the head/liner construct. To confirm that it wasn¿t a sticker related issue, the surgeon checked the implant modules at the hospital and confirmed that all the 28mm ceramic heads were still present, indicating they hadn¿t been used. Dr said he would check the x-rays and the discuss with the patient. Surgeon informed rep that he will be taking the patient back to theatre at to exchange the head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.